Manufacturer narrative:
.

Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels above 600 (mg/dl). Customer changed site twice to address bg levels. Cartridge uses humalog and is changed every 2.5-3 days. Customer was reminded that humalog is indicated for use up to 48 hours.